Event description:
New information received indicated that the patient was brought in for fluoroscopy on several occasions and no abnormalities were noted. The lead integrity appeared to be stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a gradual decrease in impedance. No device intervention was performed. Patient was stable and will continue to be monitored.